Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.47mm x 3.23mm in size. The broken tip adapter also caused the contacts within the tip be broken. The broken contact fragments were not returned. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar cautery instrument was damaged when trying to install the spatula tip. The instrument was passed off the field and a new one was opened. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip of the instrument was found to be intact when the cst installed the hook tip; however, upon removal of the hook tip, the end was discovered to be damaged, with no fragments located. This suggests that any missing material or damage occurred outside of the surgical procedure, specifically not while the device was in use within the patient. No fragments were reported to have fallen inside the patient during use. Therefore, actions typically taken if fragments were to fall inside the patient were not necessary in this case. Additionally, the patient has not returned to the hospital for any post-surgical complications related to retention of foreign material, further confirming that there were no adverse effects related to this incident.